Event description:
The patient experienced pain between the shoulder blades. In (B)(6) 2013. The patient developed a seizure in her arm. In november 2013 ¿the whole system was replaced¿ but per the 8840 (clinician programmer), the implantable neurostimulator (ins) was not replaced. The patient still has issues and now the battery feels hot most of the time when turned on, when it turns off it feels like it cools down. Sometimes when on, it may cool down. It is painful if the patient puts pressure on the battery pocket or connection by the shoulder blades. Burning sensation was reported. A company representative could not run impedances at 0.7v because it was too painful. Impedances were checked at 0.25v and they seem normal (649ohms-1008ohms). It was noted the patient has complex regional pain syndrome (crps). The patient will meet with the doctor. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).